Event description:
There was an allegation of a questionable sodium electrode result for a patient sample tested on a cobas 8000 ise 1800 module. The initial result was 121.4 mmol/l. The repeat result on another module was 134.7 mmol/l. The repeat result was deemed correct and in line with the patient's history. No erroneous result was released outside the laboratory.

Manufacturer narrative:
The electrode lot number was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The ion-selective electrode (ise) check and calibration monitor indicate a normal function of the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.